Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer also reported that they received no delivery alarm. The customer stated that they changed multiple sets but they were still unable to bring down the blood glucose. The customer's blood glucose was 566 mg/dl at the time of incident. The customer stated that they had symptoms of high blood glucose such as vomiting. The customer's blood glucose was 176 mg/dl at the time of call. The customer stated that they were given insulin drip to treat the blood glucose. The customer stated that they were wearing the insulin pump during hospitalization. The customer stated that the drive support cap appeared normal. The customer performed troubleshooting and did not find setting issues. The customer was advised to change the entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.